Event description:
Customer reported receiving a button error alarm on the insulin pump after accidently placing the insulin pump in the washing machine. The insulin pump was noted to be exposed to water. Customer's blood glucose reading at the time of the call was 230 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. Traces of corrosion were noted at the motor assembly per visual inspection. The insulin pump was received with a cracked case at the display window corners, display window, and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.